Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending tube was broken by excessive force on the bending section. The event can be prevented by following the instructions for use which state: "detection method is given in 3.3 inspection of the endoscope. -inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Preventive measures are given in 4.1 warnings and cautions: operation. -do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device."

Event description:
A user facility reported to olympus that during reprocessing of the uretero-reno videoscope, leaking and fracture was observed at the scope distal end. Upon inspection and testing of the customer returned device, the scope bending section was found broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angle rubber leaking, bending tube metal braid bulging, switch box unit cable short, and air valve unit turned. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.